Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the delivery shaft snapped. The target lesion was located in the left anterior descending (lad) artery. A 2.25x20 synergy stent was advanced to treat the lesion. However, upon advancing the device through the guide catheter, the shaft snapped. The procedure was completed with another synergy stent. No complications were reported and patient's status was fine.